Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2022, , the patient reported that the infusion set tubing was kinked, with 8 sets of infusion the infusion site is for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR 1877156 - device 5 of 8.